Event description:
Event: (cc# 98-00526) on 4/23/98, an iab was inserted into the patient. On 4/25/98, blood was noted in the extension tubing and the iab ws removed. No second iab was inserted. On 10/12/98, datascope was notified that the iab was discarded and would not be retunred for evaluation. [Event complications]: none from the event - reported 4/29/98. [Patient's current status]: stable-rpt'd 4/29/98.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital. This follow-up MDR was mailed to the FDA on 10/13/98.